Manufacturer narrative:
Torn leaflet or increased gradient of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the cause of the valve stenosis is unknown, however may be due to patient factors (pre-existing valvular disease process and/or other comorbidities not provided). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, approximately 5 years and 2 months post implantation of a 23mm sapien valve aortic position via transfemoral approach, a valve in valve procedure with a 23mm sapien 3 valve was performed due to stenosis. The patient had moderate regurgitation, gradient (peak / mean mmhg): 51/73,  velocity (m/sec): 4.3, valve area / index: 0.9, moderately calcified leaflets.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.